Manufacturer narrative:
Insertion post could not be removed. Implant could not be placed during this session. No new implant was placed. Case was received during (B)(6) 2022 and re-evaluated on (B)(6) 2023 during the product evaluation. Fracture of ti-base caused by overloading. Implant was a collateral damage and needed to be removed thereof.

Event description:
Ti base (dental abutment) fractured. Fragment could not be removed from dental implant. Implant needed to bve explanted.